Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when deploying the second flange of the stent, the entire stent was deployed inside the pseudocyst. The stent was removed, and another hot axios stent was placed to complete the procedure. There were no patient complications reported as a result of this event.